Manufacturer narrative:
This product is not approved in the united stated; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) number and other specific product information related to united states registration as the specific product is only commercially available outside of the united states. E1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field.

Event description:
It was reported that this right atrial (ra) lead was an attempted implant due to high out of range pacing impedance measurements. As a result, the procedure was successfully completed with another ra lead. No adverse patient effects were reported. This ra lead is not expected to be returned to boston scientific.